Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1 preoperative complaints: (B)(6) 2007: (B)(6) hospital. (B)(6) md. Indication: patient presents with a history of left-sided breast cancer and had previously undergone a tram [transverse rectus abdominis] flap. She is now ready for a secondary procedure. Implant #1 procedure: left revision of reconstructed breast with flap debulking and right-sided mastopexy and fat injections to the left breast and donor site scar revision bilateral 6x4 cm and ventral abdominal hernia repair with gore-tex mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/04988493, 10cm x 15cm x 1mm] implant #1 date: november 28, 2007 (hospitalization november 28, 2007 - december 1, 2007) (B)(6) 2007: (B)(6) hospital. (B)(6) md. Operative report. Assistant: (B)(6), resident. Preoperative and postoperative diagnosis: acquired deformity left breast. History of breast cancer, status post transverse rectus abdominis myocutaneous flap reconstruction with right breast ptosis and abdominal bulge. Anesthesia: general. Procedure: ¿her breasts were prepped and draped in the usual fashion. The right periareolar incision was made with a knife, and the nipple was elevated about 2 cm. The standard weiss pattern markings were also cut, and the excess skin and breast tissue was excised and passed off the table. The nipple ·was elevated, and the lower pole was tightened. The mastopexy incisions were then closed with 4-0 monocryl deep dermal sutures and a running intracuticular monocryl stitch. On the left hand side, the tram skin island was essentially cut with the knife, and mastectomy skin flaps were elevated. The tram flap was then repositioned medially to provide her with better shape and fullness and a segment of tissue was removed to try to narrow the breast. It was relatively wide, and her breast was brought in medially as well as narrowed. The tram was then repositioned medially to try to improve the contour and packed into position with vicryls. Once the flap had been repositioned, the mastectomy skin flaps were then sutured to the tram flap with 3-0 monocryl deep dermal sutures and a running intracuticular monocryl stitch. We then turned our attention to the donor site, where she had some significant dog ears on both sides. These were excised in a full-thickness fashion with a knife and a cautery unit. The skin and fat was excised and removing about 6x4 cm. They were closed to improve the contour with 3-0 monocryl deep dermal sutures and a running intracuticular monocryl skin. We then harvested a significant amount of fat from the abdomen and prepared it in the usual fashion with telfa pads. We injected about 24 ml of fat to her left breast to try to improve the contour superiorly and laterally. At this point, the donor site incision was opened with a knife, and the dissection was carried down to the hernia defect. She had a large bulge in her left lower quadrant. We elected to open her abdomen and release the fascia as much as possible. We went back to healthy rectus sheath on the right hand side and external and internal oblique on the left hand side. We elected to use a piece of gore-tex dualmesh plus and sutured this in an in-lay fashion with multiple #1 prolene sutures. The anterior sheath was then closed over the top with a running prolene stitch. The donor site was irrigated, and hemostasis was obtained. A drain was placed, and her incision was closed with monocryls. She tolerated the procedure well, no complications, and transferred stable to pacu.¿ (B)(6) 2007: implant information. Description: mesh dual 10 x 15 x 1. Catalog number: 1dlmcp03. Lot number: 04988493. Manufacturer: gore. Quantity: 1. Implant site: left ventral hernia. (B)(6) 2007: (B)(6), (B)(6) md. Discharge summary. Hospital course was benign. Breast pathology was negative for carcinoma. Oral antibiotics [keflex] for 3 days. Follow up in 2 weeks. Discharge diagnosis: status post left revision of reconstructed breast flap with flap debulking and right-sided mastectomy and fat injection to the left breast and donor site scar revision bilateral 6x4 cm and ventral abdominal hernia repair with gore-tex mesh. Relevant medical information: (B)(6) 2008 : (B)(6) hospital. Inpatient hospital admission for wound infection. O (B)(6) 2008: (B)(6), md. Radiology. CT scan abdomen/pelvis with contrast. No comparison. History: abdominal pain, status post multiple surgeries for breast reconstruction. Findings: ¿the patient is status post left paramedian abdominal hernia repair and mesh placement. There are expected postoperative changes in the region of the mesh extending nearly to the level of the pubic symphysis inferiorly and to the level of the left twelfth rib superiorly. There are no focal fluid collections in this region.¿ impression: ¿expected postoperative changes status post mesh hernia repair, as described above. No specific etiology for abdominal pain elucidated on this examination.¿ o (B)(6) 2008: (B)(6) md. Radiology. CT scan abdomen/pelvis with contrast. Comparison (B)(6) 2008. History: assess fluid collection at the surgical site. Findings: there is subcutaneous edema in the anterior abdominal wall consistent with postsurgical changes. There is surgical mesh along the ventral aspect up the left abdominal wall with overlying postsurgical changes and a fluid collection underlying the surgical mesh measuring 6.3 x 1.1 cm with a simple fluid hounsfield density of approximately 10hu. There is subcutaneous fluid collection in the right anterior flank best demonstrated on image #57 measuring 5.5 x 2.4 cm and measuring and 10 hounsfield units and density, consistent with a simple seroma.¿ pelvis: there is a small amount of free fluid in the pelvis and there is no significant pelvic adenopathy. Impression: ¿1. Fluid collection underlying the left ventral surgical mesh likely postsurgical seroma but infection cannot be entirely excluded. Which is new since comparison examination. 2. Postsurgical changes, subcutaneous edema and simple fluid collection in the right flank which are consistent with postsurgical changes.¿ o (B)(6) 2008: (B)(6) md. Discharge summary. Admission diagnosis: wound infection status post ventral hernia repair. History of present illness: status post ventral hernia repair, prior to arrival, she started developing fever up to 104 and developed a rash on her abdomen, initially was treated for an allergic reaction with prednisone. Some improvement of the rash, began to vomit non-bilious, non- bloody and fever persisted. Flagyl administered and CT scan revealed inflammatory changes around the mesh with no obvious fluid collection amenable for drainage. Admitted for IV antibiotics and serial abdominal exam. Diagnosed with wound infection status post ventral hernia repair. Hospital course: given vancomycin and zosyn for wound infection. Continued to have a low-grade fever for a couple of days and purulent drainage from her umbilicus stopped draining. Infectious disease consulted for wound culture that showed yeast, staphylococcus aureus, and group a streptococcus and therefore, added clindamycin for double coverage as well as diflucan. CT scan was obtained to evaluate for abscess formation and all it showed was persistent cellulitis with minimal amount of fluid around the mesh site. She had been afebrile for 48 hours and therefore we deemed her to not need any surgical intervention at this time and decided to send her home with the recommendations of infectious disease who did mention that likely a recurrence after his IV antibiotics will be high with the setting of a foreign body. To follow up with dr. Losken. (B)(6) 2008: (B)(6) hospital. (B)(6) md. Radiology. CT scan abdomen/pelvis with and without contrast. History: abdominal pain status post hernia repair. Pelvis CT with contrast: small amount of free fluid in the pelvis. Findings: abdomen with contrast: ¿there are postsurgical changes involving the abdominal wall with the stranding in the subcutaneous fat bilaterally, appearances significantly improved from the prior examination. In addition, there is near-complete resolution of the previously seen small fluid collection in the right lateral abdominal wall. Left lower quadrant mesh is seen from prior hernia repair. The small fluid collection immediately posterior to the mesh currently measures 1.4 x 4.0 cm on image 76 (previously this measured about: 5.4 x 1.1 cm on image 54). Overall this fluid collection is probably not significantly changed in size although the configuration of this fluid collection and the mesh appears slightly different.¿ impression: ¿interval improvement in the postsurgical subcutaneous stranding in the anterior abdominal wall bilaterally. Continued small fluid collection immediately posterior to the left lower quadrant mesh which may represent postsurgical seroma/hematoma although infection is possible in the correct clinical setting.¿ (B)(6) 2008: (B)(6) hospital. (B)(6) md. Radiology. CT scan abdomen/pelvis with contrast. History: severe abdominal pain, radiating in the lower abdomen and pelvis, history of prior abdominal surgery and tram flap reconstruction. Findings: ¿postsurgical changes are again seen within the left abdomen with mild subcutaneous fat stranding which continues to improve since the prior study. Small surgical mesh is again seen in the anterior left lower quadrant which appears stable with a small amount of fluid seen inferior to the mesh which is stable. There is no loculated fluid collection.¿ impression: ¿1. Postsurgical changes in the left lower quadrant with decreased inflammation since the prior study. 2. Development of small adnexal cyst compatible with a smaller variance fist since the prior study. 3. Surgical mesh again seen in the left lower quadrant with a small amount of fluid deep to the mesh which is unchanged.¿ (B)(6) 2010: (B)(6) center. (B)(6) md. Breast ambulatory care. Follow up. Reason for visit: abdominal pain. The patient reports for the past 2 weeks she has had severe abdominal cramping and pain requiring her taking vicodin. She reports that she was vomiting the night before her visit and was having severe cramping pain. None today. Plan: discussed with the patient her history of hernia repair extensively and to make sure that she understood that this could be a medical emergency should she have prolonged pain, nausea, or vomiting. She is to have a CT of the abdomen done. Contact information of general surgeons at tampa general hospital should she requires any surgical intervention of her hernia repair provided. She is to follow with me in her regularly scheduled appointment and notify us of any abnormalities found on her imaging studies immediately. (B)(6) 2010: (B)(6) center. (B)(6) md. Breast ambulatory care. Follow up. Doing well. Assessment/plan: ¿unfortunately, she developed an mrsa infection when she was hiking in the mountains. This has been treated appropriately with daptomycin and there is no evidence of infection currently and this is well healed.¿ (B)(6) 2010: (B)(6) center. (B)(6), md. Breast ambulatory care. Follow up. ¿this is a 41-year-old woman who was diagnosed with left-sided breast cancer approximately 4 years ago where she was initially treated at emory clinic. The tumor initially staged 1, node negative breast cancer for which she underwent a left total mastectomy and sentinel node biopsy followed by immediate tram flap reconstruction. She had a complicated course of abdominal wound infection, hernia as well as a mesh repair of the hernias with subsequent infection.¿ no clinical or radiographic evidence of disease recurrence at this time. Not rescheduled for further imaging or followup as she is moving out of the area. (B)(6) 2014: (B)(6) center. (B)(6) md. Breast clinic. Presented for options of adjuvant therapy for history of breast cancer. Review of systems: abdomen: ¿abdominal bulge at site of hernia repair but no localized pain or obstructive symptoms noted. No abdominal pain.¿ physical exam: ¿abdomen: soft, nontender, nondistended, no organomegaly, well healed transverse scar, reducible hernia with no tenderness noted.¿ (B)(6) 2014: (B)(6) center. (B)(6) md. Breast ambulatory care. Presents with cosmetic appearance concerns of the breasts and abdominal hernia in the hernia repair site. Physical exam: abdomen: ¿the patient has some hernia and edges of the hernia are palpable on the left lower quadrant of the abdomen. The patient has a horizontal scar from the tram donor site.¿ plan: CT to confirm abdominal hernia. (B)(6) 2014: (B)(6) center. (B)(6) md. Breast ambulatory care. She presents with complaints of multiple breast cosmetic issues, and pain in the left portion of the abdomen with bulging with prior mesh placement. Physical exam: abdomen: there is palpable bulging within the abdominal transverse incision measuring 10 x 10 cm when the patient is doing sit ups. It is easily identifiable. Plan: follow up with the gi surgeon, dr. Shibata, for assistance/cosurgeon/standby for abdominal hernia repair. (B)(6) 2014: (B)(6) center. (B)(6) md. Gi clinic. Chief complaint: discuss repair of abdominal hernia. ¿the patient original had her ventral hernia repair at emory about 4 months after her tram flap creation. According to her hey [sic] used a mesh, but she is unaware of what mesh was used. She has some discomfort with eating but denies any abdominal pain.¿ physical exam: ¿well healed transverse scar, reducible ventral hernia of the left lower abdomen, no overlying skin changes.¿ assessment/plan: we discussed the risks and benefits of repairing her hernia, especially with previous hernia repairs. This is a reducible hernia, so this is not urgent. We informed her she will need another mesh and potential drain placement.¿ explant #1, implant #2 preoperative complaints: (B)(6) 2014: (B)(6) center. (B)(6) md. History and physical. Chief complaint: acquired breast deformity secondary to breast cancer. History of left breast cancer with a history of left breast recurrence and multiple left breast surgeries for reconstruction, followed by abdominal hernia repairs x2, followed by two breast reductions on the right breast and nipple reconstruction, followed by liposuction and fat grafting in 2008 x2. In 2009, left axilla cancer recurrence requiring left dissection with left breast radiation. Chemotherapy and radiation were completed in 2010. She has complaints regarding pain in the left portion of the abdomen with bulging with prior mesh placement. Physical examination: abdomen: soft, non-tender, non-distended, + abdominal bulge. Principal diagnosis: acquired breast deformity. Plan: plan for re-do/revision right mastopexy, left breast revision of breast reconstruction, liposuction, fat grafting to left breast, left nipple reconstruction, abdominal bulging/hernia repair with mesh with dr. Dayicioglu today. Consent obtained, all questions answered. The risks, benefits, alternatives and limitations were discussed and patient agrees with plan.¿ (B)(6) 2014: (B)(6) center. (B)(6) md. Indication: ¿this patient is a 45-year-old female that underwent left breast reconstruction using pedicle tram flap in the past. The patient after that had significant abdominal hernia followed by hernia repair in an outside facility with mesh. The patient continued to have more hernias and came to us for evaluation. She was also upset about the asymmetry of her breasts with the right breast being significantly lower compared to the left and lack of fullness on the superior portion of her left breast. She was seen in the preoperative area. All her questions were answered. We then proceeded to the operating room.¿ (B)(6) 2014: (B)(6) center. (B)(6), md. Indications: ¿mrs. (B)(6) is a 45-year-old woman who has previously undergone a tram flap reconstruction. She is undergoing further reconstructive surgery with dr. Deniz dayicioglu of the plastic surgery service. She is known to have a hernia at the site of her previous tram harvest site. We received an intraoperative consultation for assistance with ventral hernia repair.¿ explant #1, implant #2 procedure: 1. Left nipple reconstruction. 2. Right breast mastopexy. 3. Left breast revisional breast reconstruction by inframammary fold revision. 4. Liposuction and fat grafting to the left breast. 5. Abdominal hernia repair with inlay mesh (dr. Shibata). 6. Abdominal scar revision (25 cm). Open ventral hernia repair with underlay dualmesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp06/11714781] explant #1, implant #2 date: (B)(6) 2014 hospitalization (B)(6) 2014 (B)(6) 2014: (B)(6) center. (B)(6), md. Operative report. Assistant: for the hernia repair (B)(6), md. Preoperative diagnosis: history of left breast cancer, history of left breast cancer recurrence, history of left breast reconstruction using pedicle tram flap at an outside facility an previous history of hernia of the abdomen and repair with abdominal mesh. Estimated blood loss: 200 cc. Complications: none. Specimens: right mastopexy and abdominal mesh that was removed and left revision of breast reconstruction material. O procedure: ¿in the operating room, she was placed on the operating table in the supine position both arms and back were prepped and draped in the sterile fashion. The procedure started by the mastopexy on the right side. For this we did the vertical mastopexy, we applied in the superior portion and excising a minimal amount of tissue in the breast meridian followed by meticulous hemostasis and prepped with temporary staplers. The areola was used at its full diameter according to patient's wishes. We then did the contra lateral left mastopexy and revision of breast reconstruction. For this, we excised in elliptical fashion in the breast meridian and meticulous hemostasis and prepped with temporary staplers. This revision was done alongside the meridian and the inframammary fold and was approximately 15 cm long. After this, the nipple was created using skin graft and skate flap technique. The flaps were elevated and suturing was done using 4-0 monocryl, followed by 4-0 chromic gut. We then obtained a full-thickness skin graft from the left lateral abdominal scar. This was tented at the appropriate thickness and areola was created using 4-0 chromic gut. After this we did liposuction from the bilateral flanks. These were liposuctioned and were injected to the left breast superior pole using 10 ml syringes. Total liposuction was approximately 200 ml, total fat grafting was approximately 250. After this, the closure started once we were ___ with the symmetry. For the closure, we used 3-0 vicryl followed by 3-0 monocryl, followed by 4-0 monocryl in a running subcuticular fashion. Then, attention was turned to the abdominal hernia repair. For this we excised a 25 cm scar at its full length and thickness from the previous excision. The lateral standing cutaneous deformities were also excised extending the incision laterally even more. After this, we elevated the abdominal skin up to the xiphoid and to the costal rim. We then identified as a swiss cheese pattern multiple herniations and the previous inlay marlex mesh. After this was identified, the umbilicus was elevated as a floating umbilicus. Therefore, we called general surgery for assistance with abdominal hernia repair. At that point dr. Shibata scrubbed. Please see his note for the dictation for the hernia repair. Briefly, the anterior rectus sheath was incised. The peritoneum was opened. An inlay dualmesh was placed on top of the omentum and the fascia was again closed over the inlay dual dualmesh. The inlay mesh was secured using 0 prolene. The fascia was repaired using o prolene as well in a running fashion. Two jp drains were placed. These were secured using 3-0 nylon. After this, we continued with the procedure with closure of the abdominal skin. For the closure, we used 2-0 monoderm quill as well as 0 pdo quill for the scarpa fascia. The scar was divided in 25 cm areas by excising the previous scar including the lateral standing cutaneous deformities at its full depth and wide elliptical design.¿ (B)(6) 2014: (B)(6) center. (B)(6) md. Operative report. Assistant: (B)(6) md. Preoperative and postoperative diagnosis: history breast cancer, ventral hernia. O procedure: ¿upon our arrival, a full subcutaneous abdominal flap had been fully raised. The patient had basically a swiss cheese abdomen with approximately 4 to 5 different defects scattered across the left side of the abdomen. As such, we felt that it would be best to connect these hernias and fix them with a mesh altogether. As such, we carefully incised the hernia sac of one of the hernias. We then were able to gain entrance into the abdominal cavity. The fibrosed peritoneum was then divided adjacent to the fascia along the right side of the abdomen. The patient has actually had a previous mesh repair in this location and the previous mesh was excised. Some small bowel adhesions to the anterior abdominal wall were taken down sharply and without incident. Once all hernias were fully divided, we measured a 16 x 8 cm hernia defect. We measured out a dualmesh which allowed a 3 cm overlap on each side. This was secured as an underlay mesh with 3 cm overlap using interrupted 0 prolene sutures. We were very pleased with the repair. We then were able to close the overlying fascia and tissues over the mesh using a running 0 prolene suture. At this point, sponge, needle and instrument counts were correct. We then returned the conduct of the case to dr. Dayicioglu of plastic surgery.¿ (B)(6) 2014: mesh information: ¿gore dualmesh plus biomaterial catalog no. 1blncp06 [sic], lot no. 11714781.¿ (B)(6) 2014: (B)(6) center. (B)(6) md. Pathology. Final diagnosis: c. Previous abdominal mesh, removed. Gross diagnosis only. D. Hernia sac, repair. Benign fibroadipose tissue consistent with hernia sac. C. ¿the specimen is received fresh for gross labeled "previous abdominal mesh" and consists of an irregular sutured abdominal mesh containing embedded whitish-tan fibrofatty tissue measuring 5.5 x 4.2 x 0.8 cm. The specimen is marked fresh for gross. No cassettes are generated.¿ d. ¿the specimen is received in formalin labeled "hernia sac" and consists of a single fragment of firm rubbery pouch-like fibrofatty tissue measuring 4.2 x 3.9 x 2.5 cm. The specimen is sectioned to reveal a pinkish-tan fibrofatty cut surface with pinpoint areas of hemorrhage.¿ (B)(6) 2014: (B)(6) center. (B)(6) md. Discharge summary. Hospital course: uncomplicated hospital course. Drain output was 20-30 cc per day. Discharged to home. Jp drain: 3. Follow up in one week. Home pt. Relevant medical information: (B)(6) 2014: (B)(6) center. (B)(6) md. Breast ambulatory care. She reports issues with her jp drain bulbs falling off, but otherwise she has been doing well. She does have complaints of left lower abdominal pain just above her hernia repair incision, and some swelling. Physical exam: ¿her abdominal incision is clean, dry and intact. She has 2 jackson-pratt (jp) drains exiting from the suprapubic area. The drain on the right has put out 8 ml in the last 24 hours and the bulb has fallen off. This drain was removed without incident. The jp drain on the left is still putting out approximately 90 ml a day. A new bulb was fashioned and this drain will be left in place. She does have some swelling noted above her incision in the left abdomen. No discrete fluid pocket palpated, no fluctuance or erythema.¿ assessment/plan: ¿the patient is healing well 2 weeks status post above procedures. She will return to clinic in 1 week for a drain check. We will also continue to monitor the swelling of her left abdomen, as there may be a small seroma forming there.¿ (B)(6)14: (B)(6)center. (B)(6) md. Breast ambulatory care. The patient reports that she has a lot of discomfort on the left abdominal side. She would really like to have her last drain removed, however, it is still putting out quite a bit, 25 ml from this morning. Physical exam: abdomen: ¿her abdominal incision is healing well. Her drain on the left has serous fluid and approximately 25 ml in the bulb. The patient has a little fullness in the left abdominal region. There was no sign of drainage or infection; however, there appeared to be a little bit of a fluid wave. Therefore, 10 ml of 1 % lidocaine was used at the patient's request to numb the region of the abdominal skin. Attempt was made at aspiration, but there was nothing aspirated.¿ plan: she should continue with her drain. When she returns next week, she may be placed on antibiotics depending on what the drain output is and whether she needs to continue with the drain. She should also follow up with dr. Shibata.¿ (B)(6) 2014: (B)(6) center. (B)(6), md. Breast ambulatory care. Overall, she is doing well. Her drain was accidentally cut so she is here today for removal of the remnants of the drain. She was putting out less than 30 ml per week. Abdomen: the patient states that her gi status is improved with being able to eat more. The patient's abdomen is healing nicely. The drain is removed. This patient has a followup visit with dr. Shibata today. Follow up in one month. (B)(6) 2014: (B)(6) center. (B)(6) md. Gi clinic. Follow up of ventral hernia repair. Doing well. She is currently not having any significant pain or wound problems. Her remaining jp site was uncomfortable and there had been very little serous output. Physical exam: abdomen transverse scar is well healed without erythema. Her drain site was just covered with a gauze. No evidence of recurrent hernia. Follow up as needed. (B)(6) 2015: (B)(6) center. (B)(6) md. She is here today for a followup appointment, history of breast cancer. Revision of breast reconstruction and abdominal hernia repair. Overall is happy with the outcome of her breast as well as her abdomen. She is complaining about the left inside numbness and also sometimes pain in her abdomen. Physical exam: abdomen: ¿the patient has good structural integrity; however, has pain in the area.¿ assessment: warranted to see dr. Shibata. Plan: follow up with plastic surgery, follow up with dr. Khakpour and dr. Shibata. (B)(6) 2015: moffitt cancer center. (B)(6) md. Gi clinic. Reports to clinic with abdominal tightness/fullness and pain after mild exercise. First noticed a few months ago, worsening. Pain is localized to suprapubic/periumbilical region and is constant but exacerbated by exercise. Reports that pain is relieved by constriction of tile abdomen with a binder. Physical exam: abdomen: no evidence of recurrent hernia. Impression: ¿she has complained of pain along her ventral hernia repair with tightness. By physical exam there is no evidence of recurrence and this may be pain associated with tugging at the interface between the mesh and her fascia/musculature. Nonetheless, we will obtain a CT scan definitely rule out a recurrence.¿ return in 3-4 weeks. (B)(6) 2015: (B)(6) center. (B)(6), md. Radiology. CT abdomen/pelvis with and without contrast. Reason: abdominal pain with exercise. Without contrast: abdomen: 1. Small fat-containing anterior abdominal wall hernias as above similar to the prior examination. Findings with contrast: abdomen: ¿postsurgical changes of left rectus flap reconstruction with abdominal wall mesh repair in place without evidence of herniation or clear CT evidence of disruption, misplacement, migration, residual peri-mesh fluid collection or other signs of complication.¿ impression: postsurgical changes of left rectus flap reconstruction with abdominal wall mesh repair in place, without evidence of herniation or clear CT evidence of mesh complication.¿ (B)(6) 2015: (B)(6) center. (B)(6), (B)(6) md. Gi clinic. Chief complaint: review CT findings for evaluation of abdominal pain/tightness after mild strenuous activity. Radiology review: CT abdomen/pelvis on 7/17/15: ¿1. Postsurgical changes of left rectus flap reconstruction with abdominal wall mesh repair in place, without evidence of herniation or clear CT evidence of mesh complication.¿ impression/plan: ¿she presented in june with fears she had a recurrence of her hernia. A CT a/p was ordered to evaluate the hernia. The CT shows no hernia and no complications with mesh. It does identify a complex rt ovarian cyst larger than on prior CT. I will order a pelvis us and a gyn consult. Otherwise, I have given her reassurance that her hernia repair is normal without complication.¿ (B)(6) 2015:(B)(6) cancer center. (B)(6), arnp. Gi endoscopy clinic note. Chief complaint: esophageal spasms. History of present illness: she presented to dr. Shibata's clinic on 6/30/15 for c/o abdominal tightness/fullness concerning for issues r/t her hx of ventral hernia repair with mesh. At the same time, she c/o of "esophageal spasms" for which she is being referred to us.¿ gastrointestinal: dysphagia. Impression/plan: dysphagia, worse as of recent. Esophagogastroduodenoscopy [egd] scheduled. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2007, and on (B)(6) 2014 whereby multiple gore® dualmesh® plus biomaterial were implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions to bowel, swiss cheese defect, seroma, open draining wound, inflammation, infection. Additional event specific information was not provided.